Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 517mg/dl. The customer stated that she was trying to bolus for the blood glucose and carbohydrates; the insulin pump was delivering, but the glucose level was the same. Troubleshooting was performed. The programming, basals, bolus history, and daily totals matched. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.